Event description:
It was reported that the pacemaker exhibited oversensing of noise on the right ventricular (rv) channel during two ventricular tachycardia (vt) episodes. Also, the non-boston scientific rv lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms, triggering a lead safety switch (lss), possibly due to an insulation breach. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited oversensing of noise on the right ventricular (rv) channel during two ventricular tachycardia (vt) episodes. Also, the non-boston scientific rv lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms, triggering a lead safety switch (lss), possibly due to an insulation breach. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating reports of past noise. An insulation breach in the rv lead was the suspected cause. The pacemaker system remains in service. No adverse patient effects were reported.